Event description:
Pt scheduled for ptca and stent replacement. Four (4) stents placed in rca and lca. One (1) stent was lost in pt. Pt died 4 days after stent placement. Suspect thrombosis secondary to stent but cannot confirm as no autopsy was done.